Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Hospital reported that safe-t-pro lancet did not retract after use. No adverse event reported. A request was made for the return of the device.